Event description:
It was reported that (B)(6) the patient was given dilantin to prevent seizures. The patient stopped taking the medication fifteen years ago. Four months ago the patient had an implantable neurostimulator implanted in her upper back and subsequently had a seizure. No further information pertaining to the patient's outcome was provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
It was further reported by the implanting physician that the patient had a traumatic brain injury. The physician believed this was the reason for the seizures and the seizures weren't related to the patient's device. The patient is being seen by a primary care physician for seizure follow up.

Manufacturer narrative:
Catheter model 8591-38, lot# d00182, implanted: (B)(6) 2011, explanted: na. Multi lead trailing cable, model 355531, lot# n294337, implanted: (B)(6) 2011, explanted: na, lead model 3777-60, (B)(4), implanted: (B)(6) 2011, explanted: na, lead model 3777-60, (B)(4), implanted: (B)(6) 2011, explanted: na, recharger model 37752, (B)(4), programmer model 37743, (B)(4), antenna model 37092, lot# 279720001.

Manufacturer narrative:
Information references: the main component of the system and other applicable components are: product ID :8591-38, lot# d00182, implanted: (B)(6) 2011, product type: accessory. Product ID: 355531, lot# n294337, implanted: (B)(6) 2011, product type: screening device. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# v(B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37092, lot# 279720001, implanted: (B)(6) 2011, product type: accessory. Additional review determined that codes no longer apply to this event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported the device was no longer functioning, meaning it was unable to be turned on, and they wanted to have it removed. It was further reported the consumer had been having issues with passing out without warning which they initially thought were seizures so they were treated for this, but it wasn't a seizure. Since it wasn't a seizure they then thought it was a stroke and they were treated for this, but it wasn't a stroke. They then thought it was a tia, but it was on both sides of their body and they had slurred speech, so it wasn't a tia, and they didn't know what it was. A CT scan was performed but they were unable to determine what was causing the consumer to pass out. The consumer would now like to have the device removed so they could have an MRI.

Manufacturer narrative:
Concomitant medical products: product ID 8591-38, lot# d00182, implanted: (B)(6) 2011, product type: accessory. Product ID 355531, lot# n294337, implanted: (B)(6) 2011, product type: screening device. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID 37752, serial# (B)(4), product type: recharger. Product ID 37743, serial# (B)(4), product type: programmer, patient. Product ID 37092, lot# 279720001, implanted: (B)(6) 2011, product type: accessory. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they have notified their managing physician regarding their device not turning on. The patient reported that their seizures were getting worse and their physician told them that they needed an MRI. However, they couldn&#62752;get an MRI due to their implanted device. It was further reported that the patient had their device explanted on (B)(6) 2016 and the issue was resolved. The patient stated that they had passed out several times, had three ER hospital visits, and were unable to walk or speak. The patient stated that the ER doctors told them the same thing, that they needed an MRI. It was noted that the patient decided that their device needed to come out since their symptoms were getting worse. The patient commented that they were satisfied with their device and had little to no pain in the five years that they had it implanted.

Event description:
Follow up information received from the patient reported that their device never turned off. The device was implanted for "five years" and had no problems. The patient mentioned that when the device was first turned on their pain (from a thoracotomy in 1996) disappeared and "gave me back my life" as they became social and active again.